Manufacturer narrative:
(B)(4). Batch # l91p93. Additional information requested but unavailable: did the patient require extended hospitalization due to the device issue? If yes, how much longer than anticipated? What is the current patient status? The device was received with the top of the I-blade upper tip broken off not returned. Two photos were also returned for analysis. Photo 1 shows what appears to be the top of the instrument I-blade. Photo 2 appears to be an nseal device (nslg2c35) as reported. A closer look shows that the top of the I-blade is detached and broken off. The returned device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, when the uterus was almost completely removed down, the jaw of the device could not be closed. Then the surgeon pulled out the device and found the front blade broken. The broken blade fell into the patient and finally was retrieved. The operation time prolonged over thirty minutes. Currently, the patient is still in hospital.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the patient require extended hospitalization due to the device issue? If yes, how much longer than anticipated? What is the current patient status? The patient now is out of hospital and well on the way to recovery. The patient didn¿t require extended hospitalization due to the device issue.